Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had fill anomly. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during fill tubing process. The customer was informed that the force sensor did not detect the reservoir during the seating process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted.